Event description:
Customer called in regarding unexplained high bgs.troubleshooting per dop. Customer's bgs is at 532. Customer reported going to the emergency room for treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.